Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that one week post implant at the incision check the device check revealed no capture at max output. A chest x-ray showed questionable advancement of the right ventricular (rv) lead. However, the patient had no complaints of chest pain or discomfort. An echo was negative for pericardial effusion. The echo was repeated in one month and still there was no effusion, no capture. A computed tomography (CT) scan revealed the rv lead appeared to be in the pericardium. The chronic rv lead had perforated the ventricular cavity. The patient was scheduled for a lead revision with surgical backup. At the rv lead revision the lead was explanted and replaced. However, it was noted that a new rv lead was initially attempted but then had difficulty with the extension of the helix. It was stated that the helix of the replacement lead was extended for initial rv placement, but after unacceptable sensing in that location the helix was retracted. Then after moving to another rv location the helix could no longer be extended and the physician stated that they could not feel any torque build up on the conductor. The replacement lead was removed and a new venous access was obtained and a new rv lead was placed without difficulty. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that when the initial right ventricular (rv) lead was in use it had impaired sensing with low r-waves. Additionally it was reported that as the rv lead had continued to not capture at highest output the left ventricular (lv) lead had tested well and they were able to program around the diaphragmatic stimulation. It was also reported that the patient complained of phrenic nerve stimulation and the lv lead was then reprogrammed. Then seven days later the patient complained of muscle spasms of the diaphragm. The patient stated it felt like a hard thumb beneath their left breast for the past week when lying down. The lv lead was again reprogrammed and remains in use. The patient is enrolled in the product surveillance registry. No further patient complications have been reported as a result of this event.